Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the device received shows traces of intense use identified by the appearance of scratches & dents on the surface. The pegs at the tip of the driver are deformed and worn; 2 of them are completely broken off. The broken off pieces were not received for evaluation. The breakage surface shows the typical structure of a forced, ductile fracture due to overload with evident material displacement. The remaining pegs were also found to have scratch marks and severe material deformation. The threads in the inner rod are normal with sign of normal use but overall the rod appears to be slightly bent. This indicates an unintended usage of the lag screwdriver with high force application. Based on the above facts the root cause of the reported event was not related to a deficiency of the device but was rather linked to an inadequate handling by the user. This breakage is affected by application of too high force while inserting / removing the lag screw or improper handling. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the posts on the driving end of the lag screw driver broke. Event details indicate that the procedure was completed successfully, and no adverse consequences or surgical delay were reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the posts on the driving end of the lag screw driver broke. Event details indicate that the procedure was completed successfully, and no adverse consequences or surgical delay were reported.